Event description:
It was reported that a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). A 31 mm watchman flx closure device was deployed but did not meet release criteria. During recapture of the closure device a perforation occurred which resulted in a pericardial effusion near the cardiac transverse sinus. The 31 mm flx closure device was removed from the patient. A 35 mm watchman closure device was successfully implanted to complete the laa closure procedure before a pericardiocentesis was performed. The patient fully recovered and was discharged.

Event description:
It was reported that a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). A 31mm watchman flx closure device was deployed but did not meet release criteria. During recapture of the closure device a perforation occurred which resulted in a pericardial effusion near the cardiac transverse sinus. The 31mm flx closure device was removed from the patient. A 35mm watchman closure device was successfully implanted to complete the laa closure procedure before a pericardiocentesis was performed. The patient fully recovered and was discharged. It was further reported the anchors of the closure device created the perforation.